Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. During the inspection and testing, the adhesive part of the objective lens was peeled off, due to handling and use over time. Image noise was observed, due to damage of the angulation operating unit caused by external factors. A leak was observed at the metal tip due to external forces. The bending angle was out of standard due to elongation of the angle wire. There was a collapse of the curved tube due to external factors. The rubber covering in the bending section was scratched, and the adhesive was missing. The switch box was scratched and switch #1 was cracked, caused by external forces. The forceps elevator adjustment was heavy when the operating unit angle is fixed. The up/down plate and right/left plate are discolored from wear, and the right/left plate was scratched. Scratches were observed on the light guide connector side of the universal cord, due to external factors. The light guide connector was scratched and had indication of peeling. The light guide cover lens was scratched. The video connector was cracked and had scratches, due to external factors. The video connector case was cracked and had scratches. The connector ring, and the up/down angle lever were discolored from wear and handling over time. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image was dark. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, it was observed that the adhesive around the objective lens had peeled off. This report is being submitted for the malfunction found by service during the evaluation (adhesive peeling). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.